Event description:
Patient presented to hospital complaining of abdominal pain friday and has gradually worsened. CT and endoscopy of abdomen and pelvis was indicative of intragastric band erosion with extensive regional inflammatory response. Resulted in the following procedure: exploratory laparoscopy, removal of eroded lap band, and gastrotomy closure.